Manufacturer narrative:
See also mfg. Report no. 3004209178-2016-09622.

Event description:
A consumer reported having issues recharging the implantable neurostimulator (ins) and was not able to fully charge the ins since the ins was re-sutured and leads replaced. She used to get to the fully charged ins screen with the tear drops, but she was not getting there even though she would charge for 12 hours. Additional information received from the consumer reported she charged for 24 hours and she still never saw the sprites at full charge and her implant never fully charges. The ins site looked good and she did not charge while she was plugged in. A representative reported she had pulled the recharging stats when the rep met with the consumer and her stats were consistent with her hd settings. The representative also indicated the consumer did not always use the hd settings, but the recharger was working fine, functioning, and status were consistent. Further information received from the consumer noted that recharging was not consistent with stats. It was recommended that the consumer follow-up with her doctor. Indication for use included spinal pain and post-laminectomy pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they notified their physician. They were given a new gray cord and a manufacturer representative lowered the frequency of the patient's stimulator. It was reported that it somewhat resolved. The patient reported that it still takes a long time to charge their battery to full but with the lower frequency, they do have to charge a little less.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.